Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt's device was turning off on its own. It was stated that, when the battery on the pt's device is "1/2 full, it doesn't feel like it's on. Also when the batter is 3/4 full is shuts off on its own." Add'l info has been requested. A follow-up report will be sent if add'l info becomes available.